Manufacturer narrative:
A product investigation was completed: a device history record (DHR) review of the known lots, visual inspection, functional test, drawing review, complaint history review, and risk assessment review were performed as part of this investigation. The break sustained by the coupling screw is consistent with exposure to force beyond the yield limit of the material. However, given the unknown circumstances at the time of the breakage a root cause cannot be definitively determined. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. The complaint condition is confirmed as the coupling screw was received with a roughly transverse break at the proximal most thread. The missing portions were not received. The balance of the device is in functional condition. A review of the current design drawing / drawing revision at the time of manufacture for the coupling screw was also performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. Per the dhs/dcs dynamic hip and condylar screw system technique guide ((B)(4)) there are optional instruments available for tapping during procedures involving strong dense bone. The technique guide also describes that the user should screw the coupling screw into the end of the lag screw, and that the tabs of the guide shaft should seat into the slots of the lag screw and to firmly insert the guide shaft/lag screw assembly into the wrench until it stops. This ensures proper application of torsional force. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Issue discovered during pre-operative planning. No direct patient involvement noted. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: august 1, 2008. A non-conformance report was generated during product for ¿nick.¿ all parts were dispositioned as ¿use as is¿ as the category of ¿nick¿ does not affect the part¿s performance. A review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) products were discovered to be damaged during pre-operative planning. Two (2) small flats were discovered missing on a dynamic hip system (dhs) guide shaft with flats. Also, the threaded portion of a dhs/dcs coupling screw had broken off. There was no reported patient or surgical involvement with the discovery of these issues. Both items were assessed for reportability based upon the provided descriptions. As such, this report will address the reportable determination for the broken coupling screw only. This report is 1 of 1 for (B)(4).